Manufacturer narrative:
(B)(4). Method: the returned complaint devices, one from lot 111018 and one from lot 111008, were visually inspected. Results: the visual inspection revealed a break at the connection between the water feedset tube and the chamber dome in both devices. The surface at the break was rough. A lot check revealed no other complaints of this nature for either lot number. Conclusion: the feedset tube break was rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the dome possibly due to the feedset being caught or under tension, rather than being cut. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chambers would have met the required specification at the time of production. This suggests that the water feedsets were damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported that a water leak occurred when an mr290 humidification chamber was connected to a water bag. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that the a water leak occurred when the mr290 chamber was connected to a water bag. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint mr290 chamber from the hospital. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.